Manufacturer narrative:
One unused device was returned for evaluation. The incoming inspection records for this lot were reviewed and no anomalies were found. The device was examined visually, particulate larger than the acceptance criteria was found. The complaint was confirmed for this device. The device was sent on to the MFR for eval. A follow up report will be sent if additional info becomes available.

Event description:
The distributor reported that a foreign object was identified in the flush device included in the kit during their initial inspection of received product. The device was not sent to a user facility.